Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer' father reported via phone call that his son experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident ant the customer's blood glucose was 392 mg/dl at the time of call. The customer' father stated that they treated his son's high blood glucose with the insulin pump and the customer' father stated that they have a back-up plan if needed. The customer' father also stated that they checked the reservoir, tubing, insulin, and the body site and troubleshooting did not found any issues. The customer' father mentioned that his son had already removed and discarded the set. The customer' father was advised to call when the tubing clamp is received to perform high pressure test to confirm if the insulin pump can detect an occlusion. Tubing clamps will be sent and the insulin pump will not be returned for analysis.